Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, a "washer" from a medium-large clip applier instrument fell into the patient. Towards the end of the procedure, a small metal object was seen near the liver and removed with a laparoscopic instrument. The instruments were inspected before the procedure, and there were no functionality issues with the medium large clip applier or any other instruments during the procedure. The following were confirmed regarding all the instruments used: no instrument collision, and during removal of the instruments - the wrists were straightened, and there was no resistance. Since the fragment was retrieved immediately, there were no additional tests required. The patient is reported to be doing well with no post-operative complications. On 23-jan-2023, intuitive surgical, inc. (Isi) received mw5114337 stating: washer from medium / large clip applier fell off in patient during procedure. It was retrieved.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the medium-large clip applier instrument associated with this complaint and completed investigations. Failure analysis investigations could not confirm nor replicate the customer-reported complaint, "washer from clip applier fell off." No additional items were returned with the instrument. A visual inspection found no damage to the instrument. It is to be noted that this instrument does not contain washers in its construction. No product issue was identified. Issues related to instrument errors or complications using the instrument reported by the user with no underlying product issue may be related to customer-induced problems, including misuse of the product and recognition issues. Isi will conduct further investigation with the site regarding all the instruments used during this procedure. Image review: the picture shows what appears to be a metal washer/shim. System log review: a review of the site's system logs for the reported procedure date was conducted. Investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint. Additionally, all the instruments used in this procedure have been used in subsequent procedures, with the exception of the medium large clip applier instrument part number 470327-12/k10220808 0070 associated with this complaint. This complaint will be reported due to the following conclusion: during a da vinci-assisted cholecystectomy surgical procedure, a "washer" from a medium / large clip applier instrument fell into the patient during the procedure, and it was retrieved.